Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cartridges are leaky when she fills them with insulin. Issue has occurred with four cartridges from this box. No adverse event reported. Requested return of the alleged device for evaluation.